Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported column is ¿setup,¿ ¿1/abc,¿ ¿4/jkl,¿ ¿7/stu,¿ and the round key above the ¿1/abc¿ key. The reported symptom was verified and found to be caused by an inoperable keypad which was reproduced during evaluation. The cause was determined to be a failing keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keys experienced a column of keys not responding. The column is ¿setup,¿ ¿1/abc,¿ ¿4/jkl,¿ ¿7/stu,¿ and the round key above the ¿1/abc¿ key. There was no patient involvement. No additional information is available.